Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to loosening.

Event description:
Revision due to loosening.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of aseptic (non-infected) loosening of the femoral stem or the bipolar head, which damaged the bone of the implant to the bone.